Manufacturer narrative:
It was reported that the medtronic flow diverter could not be pushed out of the marksman microcatheter. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The health care provider and the manufacturer representative were contacted to obtain additional event details. The device was returned as part of this investigation. Analysis found that in conjunction with the reported information, the customer¿s report of ¿lockup/resistance at distal segment of catheter¿ was confirmed. No damages were found with the marksman hub; however, the pipeline flex pushwire was found protruding for approximately 51.0cm from the marksman catheter hub and protruding approximately 1.2cm from distal tip. The strain relief was found to be missing and not returned. The marksman catheter body was found to be accordioned at near the hub and flattened near the distal tip. No dam ages were found with the distal tip. In order to remove the pipeline flex delivery system from the marksman catheter the marksman catheter was cut, and the delivery system was then able to be removed. The pipeline flex pushwire was found to be kinked at near the proximal end. The proximal end of the pipeline flex braid was found fully open. The distal end of the pipeline flex braid was found to be collapsed. The dps sleeves were found intact but damaged. The tip coil was found to be stretched and damaged. The pipeline flex pusher was examined. The distal hypotube was found to be intact with no signs of elongation of the ptfe. The proximal bumper and re-sheathing marker were found to be intact. The re-sheathing pad was found be missing. The pushwire was found broken which was not originally reported in the initial report. The catheter was destroyed during removal of the pipeline and so resistance testing could not be performed. The end of the broken pushwire was sent out for sem (scanning electron micrographic) analysis. Per sem analysis results, most of the original fracture features were obscured, which preclude the determination of the failure mode. From the damages seen on the pipeline delivery system tip coil (stretched) and pusher (broken); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex through the marksman catheter against resistance. However, the cause of the event could not be determined. The event information indicated a possible manufacturing issue, so a device history record review was performed. The DHR review did not identify any anomalies associated with this event. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the investigation conducted resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. However, the cause for the resistance could not be determined. The root cause, if available, is documented in the referenced investigation record. Regarding the observed broken pushwire issue issues the investigation determined that these events were similar to events that had already been investigated, and another investigation is also not necessary. Based on the investigation conducted, use condition such as excessive force and patient vessel tortuosity can contribute to the event. Separation can occur if excessive force is used exceeding the tensile strength of the material. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter could not be pushed out of the marksman microcatheter. The patient was undergoing embolization treatment of a unruptured saccular aneurysm measuring 4.66mm x 5.24mm located in the ophthalmic segment of the internal carotid artery (ica). The distal and proximal landing zone was 2.89mm and 3.11mm. The patient¿s vasculature was moderate in tortuosity. It was unknown if the patient was on dual antiplatelet therapy.